Event description:
It was reported that the pump motor had stalled. The motor stall was confirmed in the event logs on (B) (6) 2009 with no motor stall recovery. The report indicated that the pt had an MRI. Per the reporter, the pt was receiving the benefit from the pump and was not having any issues. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4)